Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm. Customer's blood glucose value was 148 mg/dl. Customer was assisted with troubleshooting during call to rewind the insulin pump. The insulin pump will not be return for analysis.

Manufacturer narrative:
(B)(4). The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
Report to correct non reportable decision.